Event description:
It was reported the patient suffered acute thrombosis following placement of a stent in the m1 segment of the middle cerebral artery (mca). The patient was found to be unresponsive to plavix. It is unknown if any medical intervention. The physician did not allege any malfunction on the part of the device.